Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, manufacturer¿s instructions, quality control, and a visual inspection of the returned device as well as an inspection of an unused product were conducted during the investigation. The visual inspection of the returned package confirmed that one unopened micropuncture transitionless stiffened cannula access set was returned to cook for investigation. The bad was returned unopened and a hair was noted to be inside the sealed package, confirming the reported failure mode. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events which could contribute to this failure mode. These two nonconformances were noted during production and were for an incomplete seal and foreign matter in the inner seal of the packaging. It should be noted that these affected units were scrapped and reworked prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. An IFU is not provided with this device. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to a manufacturing deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, before opening the product, a hair was observed in the sealed package. The package was not opened. The procedure was successfully completed with another device of the same type. There were no patient adverse effects.